Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted due to a non specific product performance allegation. Additional information was received from the field reporting the pacemaker was explanted due to triggering safety mode. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted due to a non specific product performance allegation. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.